Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results - there are no previous complaints of this code batch. There are no units in b. Braun surgical's warehouse. We have checked the needle and the thread under microscope vision and we have seen that there is a small piece of broken thread inside the hole of the needle. It seems that the thread was broken during handling of the suture. Review of the batch manufacturing record showed that this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion - in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. A CAPA is not required.

Event description:
It was reported that upon opening the suture pack it was noted that the needle was detached from the suture. Additional details were requested but not yet provided.